Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Livanova technician performed a readout analysis of the unit; the pump was configured as plegia pump (channel 1) and it had the monitoring of the stop/link pump device n°5. It seems that this pump had a double alarm, first from the stop/link pump and after that from the cardio plegia monitoring. The cardio technician decided to start immediately with hand cranking; this has generated one error alarm on the cdm. There were no hardware or software errors saved in the microcontroller. Tsi check to be performed directly on site. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative installed the pump onto another s5 system and all of the pump settings were cross-checked with a different roller pump that was known to be functioning correctly. The complaint pump was started without issue and functioned correctly. The reported issue was not reproduced. The pump was left out of service for further investigation by livanova technicians. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump stopped turning during a procedure. The display showed readings for rpm and lpm. The device was replaced and no further issues were noted. There was no report of patient injury.